Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record (DHR) review reported: (B)(6) manufactured the buttress compression nut, p/n 357.371, lot #5607664, on po #(B)(4), for (B)(6) pieces processed on (B)(6) work order #(B)(4) starting on (B)(6) 2007. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2007, and synthes final inspection sheet #(B)(4). The parts were released to the warehouse on (B)(6) 2007. There were no material review reports, nonconformance reports, or complaint related issues with this lot. The buttress compression nut was made to the synthes drawing p/n 357.371, (B)(4) released on (B)(6) 2002. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation: the returned buttress/compression nut was received intact. It is in good condition with typical dings and scratches related to wear. The bottom of the locking flange has a few hard dings where it was hit with a mallet. The manufacture date is december 20, 2007. The complained instruments were functionally checked using the following mating components: 357.369 - blade guide sleeve for trochanteric fixation nails ¿ lot# 5571933. 357.371 - buttress/compression nut for 357.369 - lot# 5607664. 357.372 - helical blade inserter - lot# 5173134. 357.377 - helical blade coupling screw - lot# 4818089. 357.397 - cannulated connecting screw f/tfn - lot# 6606047. 456.308 - 11.0mm ti helical blade 115mm - lot# 6432748. 456.423 - 11mm/130 degree ti cannulated tfn, 420mm/left - lot# 4374829. Bench testing the assembly showed no interference between the parts when the helical blade was inserted through the nail. Product drawing from time of manufacture was reviewed during this evaluation. No drawing discrepancies were identified. The assembled instruments functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were not working properly. Reportedly the helical blade hits the nail and would engage. The event occurred during an in-service no patient was involved. This is report 2 of 5 for (B)(4).